Event description:
Reporter indicated that vns patient was in hospital emergency room due to an increase in seizures. The patient had reportedly not had their device checked by a neurologist in over a year. ER physician gave the patient names and phone number of local neurologists that are familiar with the vns therapy, as the patient was new to the area.